Manufacturer narrative:
Correction: e2 marked in error on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an abnormality of the scope connector occurred while the user was handling the device which led to no image. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspection of the endoscopic image". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and there was no image. A screw had fallen out of the plug unit. With a temporary plug unit, the image was fine. Also, evaluation found the light guide cover lens was scratched, the scope cover was damaged, the bending section cover adhesive was separated, the connecting tube was dented, the scope body was damaged, and the universal cord was wrinkled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope had no image during the procedure. The procedure was completed. There was no reported patient harm or impact due to this event.